Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the aviva nano system within 10 minutes: 26 mmol/l, 5.8 mmol/l, 27 mmol/l, 11 mmol/l, 6.1 mmol/l, 6.7 mmol/l, and 5.9 mmol/l. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.